Event description:
The customer reported the patient had multiple nasogastric tubes (ngt) inserted during admission. The last ngt was removed. Two days later a chest x-ray noted that the weighted tip of the ngt was retained in the stomach. Patient required endoscopic procedure for removal. There was no permanent injury related to this. There was no mention of whether ngt was intact in documentation at time of ngt removal.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.